Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified.

Event description:
It was reported that during patient use the ventilator generated an abnormal noise. The device continued ventilating/cycling. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.